Manufacturer narrative:
E1/establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope had a noisy image. The issue was found during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was confirmed. In addition, the investigation found that the adhesive on the a-rubber is chipped, and the adhesive on the grip cover peels off. Based on the results of the investigation, the most probable causes are such as damage or deterioration of parts, environmental problem like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.